Manufacturer narrative:
The reagent lot number was not provided. The field service engineer (fse) performed a comprehensive system evaluation and performed adjustments on the reagent disk, reagent probe, reagent piercer, and sample probe. He also adjusted the gear pump, verified the rinse water levels, and performed a photometer check and cell blank measurement. Following a successful system mechanism check, the customer performed qc with results falling within acceptable limits. The analyzer is confirmed to be operating within manufacturer specifications and has been returned to routine use. The investigation determined that the service actions resolved the issue. The specific cause of the event could not be determined, as multiple actions were performed by the fse.

Event description:
The initial reporter received questionable tina-quant hemoglobin a1cdx gen.3 results from one to two in one hundred patient samples tested on the cobas pure c 303 analytical unit. The initial result was 4.80. The first repeat result was 5.04. The second repeat result was 5.32. The unit of measurement was not provided. The questionable result was not reported outside the laboratory.